Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving unknown medication via implanted infusion pump. It was reported that the patient developed postoperative discomfort. It was further reported that there was a cystic pouch infection. The pump was removed on (B)(6) 2026. The issue was resolved at time of report. The patient's age and weight were asked, but unknown. The patient's medical history include thalamic pain. The patient's status was alive uninjured.

Event description:
Additional information received indicated that the patient's medical history included thalamic pain. It was stated there was a pocket infection. The pump was scheduled to be explanted today ((B)(6) 2026) the issue was resolved at the time of the report. Additional information received indicated that the reported post-operative discomfort of patient's with targeted drug delivery (tdd) occurred with an individual patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.